Event description:
A non-health care professional reported that absence of cutting of the probe during surgery. The procedure type was unknown. The patient¿s surgery was rescheduled more worried about the retina. There was no information on patient condition.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).